Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. Review of the labeling for the tray found that gloves are not supplied as a part of this tracheostomy kit configuration. The reported problem could not be confirmed. Therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the gloves were missing from the kit. No patient injury was reported.